Event description:
Litigation alleges patient experienced severe pain, discomfort, difficulty walking, standing, and sitting.

Manufacturer narrative:
The devices associated with this report were still not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy considers this complaint closed at this time.

Manufacturer narrative:
(B)(4).

Event description:
Patient harm and patient date of birth were updated and added lawyer and law firm. The stem was added to the impacted product due to the allegation from ppf.